Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had received recurring no delivery alarm. The customer's blood glucose level was 160 mg/dl at the time. The customer was assisted in troubleshooting for no delivery. He reported that he had tried all remedies. The insulin pump will not be returned for analysis.